Event description:
It was reported that an rv oversensing alert was observed due to functional undersensing of a slow vt event. The patient had several episodes of vt that were all terminated with apt. The lv pacing was programmed off which stopped the vt episodes. Further program adjustments were made to resolve the undersensing. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.